Event description:
During an ercp procedure a memory eight wire basket was being used to extract a stone from a patient's bile duct. The basket with the captured stone became impacted so the procedure could not be completed. The physician then proceeded to perform mechanical lithotripsy using a soehendra lithotripsy, the basket detached at the connection to the drive cable and was left inside the patient's bile duct. The following day, the detached portion of the basket was removed by surgery. There was no patient injury reported.